Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis, bacterial, with culture positive for pseudomonas aeruginosa in an approximately (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2009, the patient started treatment with dianeal pd2 ultrabag, (lot number, dose, and frequency were not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2010, the patient was diagnosed with bacterial peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was transferred to hemodialysis. Outcome was not reported. No concomitant medications were reported. The nurse believed that the event of bacterial peritonitis was not related to dianeal therapy.